Event description:
Apparently abbott mappers trying to use new pin configuration to help improve their mapping for farawave. A few pins showed some noise/distortion on the abbott mapping system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).